Event description:
Patient reports the aligners sit away from the teeth on the inside arches, limited space inside, and aligners sit on the gums. The bottom teeth have too much space in between. A small gap on the right side, between my 4th and 5th teeth, and that has not gone away with the use of the aligners. The top teeth are straight but the bottom teeth may have been over corrected. The lower left aligner bothering gums for some time and are causing some recession. The dentist said the aligners/retainers need to be trimmed 1.5-2mm around the bottom so they're not sitting on the gums. Dental history includes orthodontic expander and braces (not at the same time), grinding/clenching teeth, and scaling or root planning.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.